Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial lead undersensing was noted during an atrial arrhythmia episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.